Event description:
It was reported that the wire was fractured. The target lesion was located in the right coronary artery. A 330cm rotawire was selected for use. During unpacking, it was noted that the device was fractured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable following the procedure.

Event description:
It was reported that the wire was fractured. The target lesion was located in the right coronary artery. A 330cm rotawire was selected for use. During unpacking, it was noted that the device got fractured. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned; nevertheless, physician has provided pictures of the device. As per pictures provided, it can be observed two parts of a fractured guidewire. Also a picture of the pouch was attached.